Manufacturer narrative:
The reported event could be confirmed, since the device was returned, and matches the alleged failure. The device inspection revealed the following: the device was received in a kind of dilapidated state. It showed signs of intense usage identified by the appearance of scratches & dents on various locations (handle, thumbwheel threads & pegs) of the device, a major dent on the handle and on the peg being the prominent ones. A major crack is also visible just on the juncture of the handle and the rod. The threads at the proximal part of the inner rod and at distal part of the outer sleeve appear damaged and splayed. A closer look on this threaded region reveals severe deformation which is possible only due to forceful insertion, hammering and/or improper alignment with the mating part. Appearance of dents and scratches on the thumbwheel area confirms hammering which is an off-label use. Deformations and damages due to long and prolonged usage also cannot be excluded. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the investigation the root cause was attributed to a user related issue. The severe deformation marks and splayed threads indicate towards an abnormal usage, involving hammering and intense usage in the current or in the previous surgery. Under normal and prescribed usage, such damages cannot occur. Also, the device sustained damages in the previous surgeries as well, as evident by the general appearance. The fact that the device was manufactured back in 2007, it is safe to say that it has performed its task in the former surgeries as intended till now, without any reported anomaly. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "nail thread is defective"

Manufacturer narrative:
Due to the current covid-19 pandemic, it was not possible to evaluate the device as access to the facility is restricted. Device evaluation will be completed once the restriction is lifted. The lot number that was originally communicated is incorrect. The lot number will be confirmed as part of the device evaluation. A review of the labeling did not indicate any abnormalities. If any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "nail thread is defective".

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "nail thread is defective".